Event description:
It was reported that the instrument broke. There was no patient involvement.

Manufacturer narrative:
(B)(4). Visual inspection of the returned device confirms that the device is fractured and all fractured pieces were returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. The reported lot was manufactured on march 26, 2014 and has therefore been in the field for approximately eight years and 5 months. It is unknown for how many times the device is being used. The root cause can be contributed to normal wear and tear of device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0001822565-2022-02346.

Event description:
No further event information available at the time of this report.